Manufacturer narrative:
(B)(4) .

Event description:
Information received from the manufacturer's representative reported that the patient's implantable neurostimulator (ins) was in an alleged overdischarge (od) condition. The representative was unable to communicate using the patient programmer, recharger, or the clinician programmer and the patient did not feel the stimulation. The successful recharging of the ins was unknown. It was noted that the patient went to recharge the ins about a month ago but it would not charge. The representative utilized the antenna locate (al) feature and had good placement of the recharger. A physician recharge mode (prm) was then performed and a power-on-reset (por) was seen. The representative was going to clear the por and continue to recharge the patient's ins. It was also reported that the patient ran into a stove handle around the same time as the inability to recharge the device and the representative felt a slight dent during device palpation. In addition, it was noted that the patient had lost (B)(6) and the representative was concerned that the ins may be flipped. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.